Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient was seen and found to have high impedance and low output current. X-ray images were received and reviewed. The generator was located in the patient's upper left chest. The connector pin cannot be seen coming through the second connector block. The notches on the lead pin that are usually in the middle of the two connector blocks when fully inserted, are closer to the first connector block. The filter feedthru were confirmed to be intact. There was only a chest view image received, and the patient's full neck region is not shown. Therefore, no assessment could be provided regarding strain relief and the lead being intact with no gross fractures, discontinuities or sharp angles. There was not a portion of the lead that appeared to be routed behind the generator. The cause of the patient's high impedance is due to incomplete pin insertion. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. Additional information received noting that the patient underwent surgery and once the generator was replaced, high impedance was seen. The surgeon re-inserted the lead pin but high impedance was still observed. The surgeon elected to close the patient and reschedule for a lead revision at a later date. Additional information received noting that no damage was observed on the visible portion of the lead and the lead pin was confirmed to have been fully inserted. It was confirmed that a system diagnostics test was being performed after re-inserting the lead pin. No known surgical intervention has occurred to date with the lead. No other relevant information has been received to date.

Event description:
Implant card received noting that the patient underwent a lead revision. The explanted lead has not been received by product analysis to date.

Event description:
Product analysis was completed on the returned generator. There were no performance, or any other type of adverse conditions found with the pulse generator.